Event description:
An article titled "use of social media to assess the effectiveness of vagal nerve stimulation in dravet syndrome: a caregiver's perspective"was received regarding patients with dravet syndrome that had vns devices implanted. The researcher used social media to distribute a survey to parents and caregivers of patient's with dravet syndrome. The average age of the patients was 12.1 years old. The article stated that 12 of the 49 patients had either no change in seizures or an increase in seizure frequency with vns. However, many of the patient's anti-epileptic medications were decreased while they were on vns therapy. The author refused to provide any further information regarding the increased seizures. There was also a report of infections in the article, which is reported in MFR. Report # 1644487-2017-03718.